Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed no drops during priming after approximately 30 units of fill tubing, then noted insulin leakage from the cartridge upon removal; the user had been connecting the tubing to the cartridge outside the pump, and was counseled on proper cartridge fill and change procedure. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting with procedural education. Investigation of this case revealed user handling and technique as the likely contributor to the reported cartridge leak and inability to prime. It was concluded, based on previously established findings for similar reports, that the cause was user technique.